Event description:
It was reported that following cataract surgery fiber(s) was noted in the eye. The fibers are tiny and can only been seen under the slit lamp. The fibers were removed in a secondary procedure because they were poking out of the wound and were a potential tract for infection. Different types of trays and disposables such as gauze were used.

Manufacturer narrative:
The root cause of the debris/particles could not be determined at the manufacturing process or surgical site. (B)(4) health care (third party) visited the customer to follow up on the actions to minimize the opportunity of particulate contamination coming from the ophthalmic custom procedure tray used. Following the recent removal of gauze swabs from the tray it was identified that there were three other possible sources of fibres. Trolley cover utilized to wrap the tray, sharps pad and ophthalmic drape. Alternatives were presented which are all 100% plastic configuration and did not contain any nonwoven or cellulose content and these are accepted. Changes to reduce the possibility of fibres coming from the (B)(4) tray are the following: drape replaced with a new component request for drape that is all plastic and fibre free. Sharps pad replaced with plastic sharps box. Trolley cover replaced with new trolley cover which has no nonwoven strip and will reduce the possibilities of fibres in the trays. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Age at time of event or date of birth: unknown. Sex/gender: unknown. Expiration date: unknown. Serial number: not applicable. Lot number: unknown. (B)(6). (B)(4). While the lot number of the cartridge is unknown for this report, cartridge lot no. Cp01897 was reported in some cases from the same surgical site. A manufacturing record review was performed on lot cp01897 that met specification. Fiber analysis was performed. Visual examination revealed several short (approximately .5 - 1.0mm) translucent fiber-like strands. The fiber-like strands were identified as polyolefin (polyethylene/polypropylene) and cellulose in the cartridge tray. All pertinent information available to abbott medical optics has been submitted. Placeholder.